Event description:
During insertion of va screws to plate, the surgeon used the guiding block and the quick drill sleeve and rocked the va screws in the holes, however, one screw went through the distal more styloid hole of the plate. Surgeon was able to remove all the screws from the plate, which added 20 minutes to the procedure. Surgeon inserted plate and screws and completed the procedure. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.